Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving baclofen (3000 mcg at 411.2144 mcg/day) via an implantable pump. It was reported upon wound review post pump replacement, it was noticed that there was a small clear collection of fluid over the pump. Examination on (B)(6) 2019 revealed a collection of clear fluid. Fluid over the pump pocket was observed on (B)(6) 2019. A catheter myelogram was performed on (B)(6) 2020 and a seroma was diagnosed. The seroma was aspirated. On (B)(6) 2020 a larger seroma over the pump was observed. A sample was aspirated the sample was sent for testing on (B)(6) 2020.  Laboratory results were suggestive of a cerebrospinal fluid (csf) leak and a catheter myelogram was requested. A catheter myelogram was performed on (B)(6) 2020 and the catheter was noted as having been poorly connected to the pump. A 10 cm section of the catheter was explanted. The portion of catheter was replaced and connected to the existing catheter on (B)(6) 2020. The event had resolved without sequela as of (B)(6) 2020.  The disposition of the device / explanted portion of catheter was unknown. The device diagnosis was catheter disconnection at the pump and the clinical diagnosis was seroma. Regarding etiology, the relationship of the event to the device or therapy was unrelated, and the relationship of the event to the implant procedure was related.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath; lot#: unknown; product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8711 serial/lot# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial#/lot #: (B)(6), ubd: 18-aug-2008, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a clinical study. The male patient was 35 years old at the time of consent. It was clarified that the patient¿s pump, with serial number (B)(6), was implanted on (B)(6) 2019. The catheter associated with the event was of model 8711. The implant date of the catheter was unknown. Aspiration of the seroma was performed on (B)(6) 2020. The explanted portion of the catheter was the lumbar / pump portion. The disposition of the catheter was unknown. Regarding etiology, the relationship of the event to the device or therapy and implant procedure was related, and the relationship of the event to the implant procedure was related.